Manufacturer narrative:
Describe event or problem corrected. (B)(4)

Event description:
It was further reported that the complaint device was a 4x16mm synergy drug eluting stent.

Manufacturer narrative:
Upn updated from unk776 to (B)(4). Device evaluated by MFR.: synergy ii, us, mr, 4.0 x 16mm stent delivery system was returned. As per event description the stent dislodged inside the patient and therefore was not returned. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. The review of the manufacturing crimp data for the returned device showed the maximum crimped stent profile measured at the time of manufacture was within the specification. A visual and tactile examination of the device found multiple hypotube kinks. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the complaint device was a 4x16mm synergy drug eluting stent.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in the right coronary artery. A synergy" drug eluting stent was advanced to treat the lesion. However, the stent dislodged before it was deployed. The stent delivery system was removed and another balloon was used to deploy the dislodged stent on the target lesion. The procedure was completed. No further patient complications were reported and patients status was fine.